Event description:
The patient was enrolled in the champion af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that the patient experienced a cerebral vascular accident. On (B)(6) 2022, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 20mm watchman flx device. One hundred seventy-six (176) days post procedure, on (B)(6) 2023, the patient presented to the emergency department with reported numbness and tingling progressing to left side of body, was unable to hold left leg up, felt weakness and mild facial droop was noted. EKG was performed revealing atrial fibrillation with rapid ventricular response (rvr). A computed tomography angiography (cta) of head and neck revealed no large occlusive disease, calcification at the carotid bifurcations and proximal left internal carotid artery, and no significant stenosis and intracranial vertebral arteries calcification without significant stenosis. The patient was placed in the intensive care unit (ICU) with IV tissue plasminogen activator (tpa) and monitored on telemetry. The event was classified as an ischemic stroke which was determined to be related to atrial fibrillation with rvr. A computed tomography (CT) scan and magnetic resonance imaging (MRI) without contrast were repeated the next day, (B)(6) 2023, which revealed no evidence of hemorrhage, ischemia or mass. The patient was monitored on continuous telemetry with no further episodes of paroxysmal atrial fibrillation. The patient was discharged on (B)(6) 2023 on aspirin with a follow-up scheduled with primary physician.